Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones and displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. At follow up one year ago, the battery status was middle of life 1 (mol1) with a battery voltage of 3.22v. At the current follow up, the battery status was end of life (eri) with a battery voltage of 2.68v and a charge time of 25.6 seconds.